Event description:
It was reported that the poly was cracked. No harm to patient nor delay in case.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary the product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that convex impactor tip has a crack across the threaded area. Additionally, a large portion of the bottom surface was broken; some fragments were not returned for evaluation. No other defects that could have contributed to the reported event were observed. The location of the fracture in combination with the observed crack propagation in the threaded region of the impactor tip suggests brittle overload from uneven distribution of load during impaction. On the basis of these observations, the potential cause is traced to unintended use error due to uneven force applied during impaction. No material or manufacturing defects were observed that could have contributed to the observed fracture. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the convex impactor tip would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.